Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found insulation degradation at 4.5 cm from the connector pin. The outer insulation was abraded at 16.4 cm - 16.8 cm from the connector pin, due to friction with another device.

Event description:
It was reported that the right atrial lead exhibited over sensing. The lead was capped and replaced.

Event description:
New information notes the lead was returned to sjm (B)(4) 2013.